Manufacturer narrative:
Device not returning.

Event description:
It was reported that st elevation occurred. The target lesion was located in the left anterior descending (lad) to left main artery. An opticross imaging catheter was selected for use. During testing of the device, it was noted that the image was very dark, so the physician tried to flush the catheter again; however, the image stayed as it is. Despite of that, the physician still went ahead and put the catheter on the unknown wire and noticed that when they were testing the image, the camera seemed to be vibrating really heavily. However, the physician still went ahead and decided to go through with the procedure and when they reached the vessel, they tried recording and still it was a very dark image. Shortly after that, the patient had st elevation and they had to stop the procedure. The procedure was not completed due to this event. No further patient complications were reported and patient is fine.

Event description:
It was reported that st elevation occurred. The target lesion was located in the left anterior descending (lad) to left main artery. An opticross imaging catheter was selected for use. During testing of the device, it was noted that the image was very dark, so the physician tried to flush the catheter again; however, the image stayed as it is. Despite of that, the physician still went ahead and put the catheter on the unknown wire and noticed that when they were testing the image, the camera seemed to be vibrating really heavily. However, the physician still went ahead and decided to go through with the procedure and when they reached the vessel, they tried recording and still it was a very dark image. Shortly after that, the patient had st elevation and they had to stop the procedure. The procedure was not completed due to this event. No further patient complications were reported and patient is fine. Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed no issues were found, the device appears to be in good conditions. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 1.7 cm from the distal end of the connector shaft.